Event description:
The customer reports a dissatisfaction with ac chargers on the mrx monitors as they are falling apart. They report that when someone pulls out the ac plug/cord it is pulling the black square with the wiring out. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reports a dissatisfaction with ac chargers on the mrx monitors as they are falling apart. They report that when someone pulls out the ac plug/cord it is pulling the black square with the wiring out. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.